Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the tubing. Customer successfully primed the air bubbles out to address the issue. Customer's blood glucose level was 300 mg/dl.